Event description:
It was reported that during a sigmoidectomy surgery in a male patient carried out by a surgeon and an intern, the powered stapler device was used. The trocar part of the device covered the red line indicator of the anvil. The adjusting knob was screwed until the tissues were tighten together and the orange indicator was in the green range. After 15 seconds, the intern, following the surgeon's instructions, tightened the knob a little more and then fired the device, heard the sound of the breakaway washer and a green v appeared. The intern then rotated the adjusting knob 2 full cycles and thereafter tried to retrieve the device from the intestine with gentle movements to the right and left. The surgeon then observed that when attempting to retrieve the device the intestine was being pulled towards the rectum. Due to a concern that pulling more would tear the anastomosis the intern rotated the adjusting knob again and then after several attempts pulled out the device trocar part, however the anvil part remained in the rectum and was then retrieved through the rectum using an additional tool. This event is not related to a clinical trial. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2023. Batch #: u5cg06. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage. The breakaway washer was not present and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. No anvil issues were noted. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. To withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number u5cg06, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.